Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection-pelvic') in a 25-year-old female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, human papilloma virus infection, chlamydial cervicitis, pimples, staphylococcal infection and anxiety. Concurrent conditions included human papilloma virus infection. Concomitant products included metoprolol since 2016 for hypertension as well as omeprazole from 2015 to 2017 and vitamins nos (daily multivitamin) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 7 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: acute vaginitis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, dyspareunia, back pain, abdominal pain, vaginal discharge, vaginal infection, menorrhagia, vaginal haemorrhage, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test(s);(unspecified):bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection-pelvic') in a (B)(6)-year-old female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, human papilloma virus infection, chlamydial cervicitis, pimples, staphylococcal infection and anxiety. Concurrent conditions included human papilloma virus infection. Concomitant products included metoprolol since 2016 for hypertension as well as omeprazole from 2015 to 2017 and vitamins nos (daily multivitamin) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 7 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal), type: acute vaginitis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, dyspareunia, back pain, abdominal pain, vaginal discharge, vaginal infection, menorrhagia, vaginal haemorrhage, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test(s);(unspecified):bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- pelvic infection, vaginal discharge, acute vaginitis, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, migraines headaches, weight gain. Reporter information, medical history, concomitant drug, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.